Manufacturer narrative:
Unique device identifier: (B)(4). The mayfield ultra base unit was returned for evaluation: failure analysis: the unit was received without the 6-inch transitional. Handle was closed without having the 6-inch transitional inserted, this caused the opening to become egg-shaped. Shock cushion and ¼ inch pin were worn. Adjustment wrench threads are worn. The unit has a broken bearing pin that needs to be replaced. General maintenance and cleaning required. Root cause: complaint confirmed via inspection of the unit. The unit had a broken bearing pin that needed to be replaced. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00101. A facility reported that the mayfield ultra base unit (a2101) had a broken pin and would not lock. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.